Manufacturer narrative:
Investigation conclusions: removed code 4315 and added code 4307.

Manufacturer narrative:
Error indicates a recoverable problem that requires operator intervention. If the error occurs during an radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Base on the evaluation of data, the system did not perform as expected with an assumption the user did install the cryogen canister correctly. System returned for evaluation. Service was unable to verify e239. There were no issue installing cryogen cans and pressure sensors were active. Testing the system (1700+ reps) service was unable to produce any other issues or errors with this system. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. During evaluation of the treatment tip, product support found damage to the tip membrane. Tears or holes of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. A review of the manufacturing records showed all requirements were met. The treatment tip, datacard logs, and system were returned for evaluation. Service was unable to produce any other issues or errors with this system. During evaluation of the treatment tip, product support found damage of a tear to the tip membrane. Based on the available information, the damage to the tip membrane most likely caused this event. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The thermage tip has been returned and evaluated. There were no issue installing cryogen cans and pressure sensors were active. Evaluation was also unable to produce any other issues or errors with this system. Pressure sensors, liquid level sensors and heaters are all nominal. The tip passed flow test. The tip failed the leak test. The tip also failed the visual inspection as there was a rip on one corner. No dielectric breakdown was observed. The tip passed the thermistor test. No functional test was performed due to the rip on the tip. The evaluation of the system logs and the treatment tip has been completed and these notes have been entered into the case record. The review of the system/data logs does not indicate there is any handpiece or system issue present. The evaluation determined that the device performed as expected and could not replicate any errors. A review of the device history log is in progress. This investigation is ongoing.

Event description:
It was reported that a patient experienced a burn on the face. The physician reported having issues with the device that wasn't resolved. User reported that the thermage is having the same code come up that was reported and resolved in a previous case in december. Customer said this time the code kept coming up even after trying multiple cannisters. Customer said the patient did not want to continue treatment.